Event description:
It was reported to anspach service and repair: on (B)(6) 2013, during pre-surgery testing, it was noted that the small battery drive would go forward and backward but would not oscillate as needed. This was noted on two separate devices and a competitors device was used instead. It was confirmed that there was no patient involvement and surgery was not delayed due to the issue. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional narrative: the manufacture date of this item is 3-mar-2008. The lot number provided in the initial medwatch is the supplier lot number. The synthes lot number for this device is; 5720502. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.the manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The reporters complaint that this device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes a loud noise. Evidence indicates this is due to usage wear over time. Placeholder.